Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2025-02-21. The failure could not be reproduced and no parts were replaced. As a preventive measure the safety system board and control board were reconnected. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure could not be reproduced. However the failure "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) - defective tacho, relay or pump belt due to the age of the device (over 12 years old), age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-02-24 for the period of 2012-01-02 to 2025-02-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-01-02. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message "safety-s" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Complaint ID: (B)(4).